Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the right coronary artery (rca). The 20mm x 2.50mm apex monorail balloon catheter was used in an attempt to predilate the lesion; however, the balloon ruptured. The number of inflations and to what atms is unknown. Other unspecified balloons were noted to have ruptured during predilatation as well. The lesion was dilated successfully with an unspecified cutting balloon. There were no patient complications reported and the patient's condition was reported as 'stable'.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed a complete shaft break at approximately 9.3cm proximal to the port. Examination of the break site found that the midshaft was stretched. The inner shaft was bunched distal to the proximal markerband. The hypotube section of the device was kinked at various locations along its length. The outer sheath that covers the entire length of the hypotube was accordianed/bunched at various locations along its length. The balloon had been inflated and was not refolded. No tears or holes were noted in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the right coronary artery (rca). The 20mm x 2.50mm apex monorail balloon catheter was used in an attempt to predilate the lesion; however, the balloon ruptured. The number of inflations and to what atms is unknown. Other unspecified balloons were noted to have ruptured during predilatation as well. The lesion was dilated successfully with an unspecified cutting balloon. There were no patient complications reported and the patient's condition was reported as 'stable'.